Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, gripper was stuck with anterior leaflet. The gripper was successfully removed from the leaflet. Triclip was deployed followed by deployment of second triclip. The tr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported difficult or delayed positioning with the anatomy and single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, gripper was stuck with anterior leaflet. The gripper was successfully removed from the leaflet. Triclip was deployed followed by deployment of second triclip. The tr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.